Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one empty open foil, and one winding former with a needle and suture that pertain to product code vp2437. Upon visual assessment of the winding former, it was noted that the needle was detached from the suture. The needle was examined, and the swage and attachment area was noted to be as expected; the barrel hole of the needle was examined under 20x magnification and remnant suture was observed. The suture could not be dispensed since have begun with the process of degradation. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2022 and suture was used. Before use on the patient, while opened the packing the suture seems partially absorbed. Visual analysis of the returned sample determined that it was received one empty open foil, and one winding former with a needle and suture that pertain to product code vp2437. Upon visual assessment of the winding former, it was noted that the needle was detached from the suture. The needle was examined, and the swage and attachment area was noted to be as expected; the barrel hole of the needle was examined under 20x magnification and remnant suture was observed. No adverse patient consequences were reported. Additional information was requested.